Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 143mg/dl. Reportedly, the transmitter was connected to the dexcom receiver in addition to the pump. The dexcom receiver was turned off and the pump was reset. Customer was able to resume insulin therapy.